Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-june-2024, it was reported that the patient encountered infusion set cannula was kinked within 3 hours of insertion. Patient blood glucose at the time of issue was between - 300-400mg/dl. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information.